Event description:
Additional information was received. A revision procedure was performed. This lead was replaced. Visual inspection revealed a bend in the lead which was thought the fracture site.

Manufacturer narrative:
According to available information, the lead was cut during the removal and will be returned for analysis. Upon completion of the analysis, this event will be updated.

Manufacturer narrative:
Upon receipt, only the proximal segment of the lead was received for analysis. Visual observation did not reveal a lead fracture. Resistance and pressure testing was performed revealing no anomalies. Analysis concluded the returned portion of the lead was electrically continuous and was not fractured.

Manufacturer narrative:
According to available information, this right ventricular lead remains implanted. Should additional information become available, this event will be updated.

Event description:
Boston scientific crm received information that during a follow up visit, this right ventricular lead displayed increased impedance and threshold measurements. A technical service consultant was contacted. A lead coil issue or fracture was suspected. During a follow up visit, lead impedance measurements increased to 1930 ohms and lead revision was recommended. There were no adverse patient effects reported. Additional information was received. Approximately three and one-half years later, during a device replacement procedure, pacing pauses resulting in asystole greater than 2 seconds were noted when this lead was inserted into the replacement device. Pacing system analyzer impedance measurements greater than 4000 ohms were displayed. As the patient was pacing dependent, technical services was contacted. When the lead was programmed in unipolar, normal pacing was observed. A technical service representative provided information that this lead is bipolar per specification and was concerned there was a lead fracture. As this lead has been implanted greater than eleven years, the recommendation was to make a decision regarding replacement. No adverse patient effects were reported.